Event description:
It was reported that this implantable lead was attempted due to unknown product performance anomaly. Moreover, the physician has changed the target vessel and changed the lead. Hence, a new lead was implanted. No adverse patient effects were reported.